Event description:
On 04/24/2024: it was reported, by a patient via phone. That after undergoing a distal femur osteotomy on (B)(6) 2023. One of the six implanted screws broke. This was discovered 3 1/2 months post-op in an x-ray. On 12/14/2023, when this procedure took place, an ar-13280-60, cancelleous screw; an ar-13380-54, cortical screw; an ar-13280-60, cancelleous screw; an ar-13380-50, cortical screw; an ar-13280-65, cancelleous screw and an ar-13380-46, cancelleous screw were implanted. It has not been confirmed, which screw broke. A post-op x-ray was taken 2 months post-op, where everything looked good. However, the x-ray taken 3 1/2 months post, showed a broken screw that had partially made its way. The integrity of the healing bone will determine, when a revision will be taking place. Additional information, was provided by the patient. Where he stated, that a test had been run to confirm, there were no deficiencies with his health, that would cause this failure. The patient will be undergoing a revision surgery with a trauma surgeon. There patient stated, his femur is now short on both sides, due to the breakage. Additional information, was provided on 06/27/2024. Where the patient reported, that a revision procedure had taken place on (B)(6) 2024. They removed all of the screws and bracket. Then, it was, replaced with other hardware. As well as, a femur rod added. Per the surgeon who removed the devices, it was the 6.5mm x 60mm, that was broken.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided, upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to over-torquing the screw during insertion and/or misaligned insertion of the screws; causing pressure to be applied to the shaft of the screw while implanted.